Event description:
It was reported that the pk dissecting forceps instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to pass both recognition and engagement testing with the grips opening and closing properly. The distal end of the main tube has a 1.25" long section with material removed on one side of the tube. The damaged area is located 4.5" above the proximal clevis, parallel to the tube axis with a rough surface finish. The tube also has a .150" long deep scratch located 1.7" above the proximal clevis with a small amount of material removed. Based on the location and appearance, the damage was most likely caused by a cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip.